Event description:
Boston scientific received information that this right atrial (ra) lead dislodged from its original implanted site. A lead revision was successfully performed. No adverse patient effects noted. This ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.